Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose level was approximately 170 mg/dl. System check was started with tandem technical support (tts) however customer was unable to complete the check. Reportedly, the customer went to the emergency room and was subsequently admitted into the intensive care unit (ICU) with a bg level of 400 mg/dl. Customer attempted to address the elevated blood glucose level by delivering a correction bolus via the pump. Customer was treated with intravenous fluids of saline and insulin, which resolved the issue. Multiple follow up attempts were made by tandem technical support to obtain further information, however there was no response from the customer. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.